Event description:
C-stem broke in-situ. Patient presented to surgeon with pain. X-ray taken and stem found to be broken midway down femur.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.